Event description:
The customer reported the images were going into subtraction. The fse reported the system was losing video sync, in which case the images would have been unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and the isolation transformer. The system operates as intended.